Manufacturer narrative:
Examination of the returned instrument confirmed the instrument fractured at the plate junction. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to x17u4 at the plate junction and mx455 was changed at the tip via (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured prior to the changes. No further action indicated. First batch of new design is 5120205. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The doctor was impacting the stem down the humerus and the internal reaming guide rod broke off. The round end at the top of the reamer discounted from the rod.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Examination of the returned instrument confirmed the instrument fractured at the plate junction. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to (B)(4) at the plate junction and (B)(4) was changed at the tip via (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured prior to the changes. No further action indicated. First batch of new design is (B)(4). Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.